Event description:
Unit alarmed: "technical error 28" while in use on a patient. There was no patient harm. Biomedical assessment revealed that "technical error 28" refers to a problem with the unit's speaker, and a replacement speaker was ordered and installed. The unit was then tested and returned to service. This was a random failure of a component part of the ventilator.